Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR on august 17, 2017. August 30, 2017, additional information: a siemens healthcare diagnostics inc. Headquarters support center (hsc) specialist evaluated the instrument data. The data indicated that water quality and temperature recovered within acceptable ranges and reagent blanks were consistent between the discordant and expected results, indicating that the reagent was properly delivered to the cuvette for the affected sample. The cause of the discordant co2 result is potentially due to poor sample quality and is specific to the sample. The photometer data demonstrated less change in absorbance upon addition of the patient sample in the discordant result compared to the expected result. Improper aspiration and delivery of the patient sample to the cuvette potentially contributed to the discordant result.

Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) regional support center (rsc) specialist analyzed the service method tests provided by the customer. The rsc did not detect any issue with the dimension vista 1500 instrument and the internal quality controls recovered within range at the time of the event. The cause of the discordant, falsely low co2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A flagged, discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 1500 instrument. The discordant result was not reported to the physician. The same patient sample was rerun in duplicate on the same instrument, resulting higher. The rerun result was provided to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.